Manufacturer narrative:
The technician found the head hi/lo trend valve stem was not fully seating. The technician replaced the valve stem to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting.